Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a routine device replacement procedure. Upon implant of this replacement device with the chronic right ventricular (rv) defibrillation lead, noise and oversensing was observed upon manipulation of the device and proximal and distal lead pins. The patient experienced an unknown duration of asystole as a result. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. After further manipulation of the system by the physician, no further noise was observed. The procedure was completed and this product remains implanted and in service. No adverse patient effects were reported.